Event description:
Related manufacturer reference number: 2017865-2021-32045, related manufacturer reference number: 2017865-2021-32049. It was reported that a patient presented in clinic with an infection and endocarditis. The patient's implantable cardioverter defibrillator (ICD), right atrial (ra) and right ventricular (rv) leads were explanted. The patient was stable throughout procedure.